Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR was completed, and found no non-conformances. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned.

Event description:
The initial reporter stated that they had a set that was leaking from the filter. They stated that the leak was found prior to the device being connected to the patient. Mmdg did follow up with the initial reporter who stated that they were unable to provide any additional information. (B)(4).